Event description:
It was reported that prior to the start of a da vinci-assisted simple prostatectomy surgical procedure, the cobra grasper was missing half of the jaw. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified when the instrument packaging was opened. The instrument was not used on the patient. The missing half of the jaws was not located and will not be returned with the instrument. A new instrument was opened for use in the procedure.

Manufacturer narrative:
Intuitive has received the cobra grasper associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of the instrument missing one half of the jaw. The instrument was found to have a broken grip at the grip base. A piece approximately 0.65" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. The root cause is attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the logs showed that the cobra grasper was last used on (B)(6) 2022 in a simple prostatectomy procedure performed on system (B)(4). This complaint is considered a reportable event due to the following conclusion: the customer acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). The report was confirmed through failure analysis. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.